Event description:
A us distributor contacted zoll to report that a patient developed skin indentations under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reached out to physician and ended use of the lifevest due to the skin irritation. It is unclear if the physician advised the patient to end use. Reporting out of abundance of caution. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.